Event description:
Was injected with 1.5cc of radiesse (lot 1030679) on (B)(6) 2012 in the nlf and a little bit in the cheeks. The radiesse syringe was mixed with 0.1cc of 2% plain lidocaine (not expired). The patient came back a couple of days later (B)(6) 2012 dr. (B)(6) saw the patient. She was swollen and red. The doctor prescribed kelfex 250mg q.i.d. 10 days. A couple of days after the start of antibiotics the patient got out of the shower an puss came out. No photos available.

Manufacturer narrative:
(B)(4). The patient came in about two weeks ago for follow up and looked fine. The patient has a little rash/a little irritation around the injected area. The patient is not on antibiotics now; done with antibiotics.